Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis. At the time of the report, it was not confirmed whether the event was caused by the pump or the continuous glucose monitoring system. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.